Event description:
It was reported that prior to a da vinci-assisted right hemicolectomy procedure, when the site plugged a 3rd party/covidien monopolar pencil into the erbe generator, energy was immediately delivered, causing an inadvertent injury/burn on the patients lower right quadrant. This occurred during the set-up for the case, before ports were placed. The pencil was laying on the drape, over the patients abdomen and they saw smoke coming from the patients skin. The tip of the pencil had burned through the drape and burned the patient. From the time the pencil was plugged in to the time it was removed from the patient was a matter of 5-10 seconds. Nobody touched the pencil while it was being plugged in. The burn was a full thickness 3rd degree burn to the subcutaneous fat. The surgeon cut out the burned skin and sutured the skin back together. They applied bacitracin on the affected area after the surgery, but no other ointment or treatment was required. The burned area was not circular in shape, but it was roughly the size of a quarter. The erbe generator is usually set at 3, but neither the surgeon nor the robotics coordinator knew the precise settings at the time of the event. Prior to reporting this issue, the customer unplugged the pencil from the erbe generator and plugged it into a covidien generator. The covidien generator immediately began beeping with a default error message regarding replacing the instrument, and it would not allow the pencil to function. There was no error message when the pencil was plugged into the erbe generator. A new monopolar pencil was used with the same erbe generator for the procedure, without issue. The erbe generator has been used in subsequent procedures, also without any problems; this issue has not recurred since the reported issue. Per the reporters, the conclusion by the site is that the monopolar pencil was faulty, and they are sending the pencil to covidien to be analyzed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).